Event description:
Voluntary medwatch report received reported that the right ventricular (rv) lead was explanted due to infection. A new system was implanted. No additional adverse patient effects were reported.